Manufacturer narrative:
(B)(4).

Event description:
During an unknown procedure it was reported that t2 remained stuck in the needle. It did not deploy. The t1 implant was left unsupported. There was no reported patient injury.